Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was not charging as quickly as it should. Reportedly, the pump had been off for several months and the pump had been charging for less than 20 minutes. The customer was instructed by tandem customer technical support (cts) to charge for pump for 1 hour. There was no impact to the customer's blood glucose level. The customer declined a follow up by cts to ensure the pump battery charged successfully.